Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) extension sets leaked from the filter while running lipids. This occurred during setup, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on an unknown date in march 2022. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photographic samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. The retention samples were visually inspected. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples underwent gravity testing in the laboratory via methylene blue; then leak tested under water via a calibrated provaset; no leaks were noted. The reported condition was not verified on the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.